Event description:
It was reported that during implant of the right ventricular (rv) lead, the introducer was kinked and there was an attempt to advance the lead without success. It was also reported that when the physician pulled back the lead the coils were visibly distorted. The rv lead was not used and was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned and analyzed. The defibrillation conductor was distorted and there was blood in/on the helix/lobe mechanism.